Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that the play in all directions were out of standard value due to wear of the angle wire. Upon further inspection, it was observed that foreign material was found on the jet tube, air, and water tube. Additionally, the glue of the bending section cover was detached, and foreign material was stored in the gap. These findings were due to insufficient cleaning or handling of the scope. It was also observed that the suction cylinder had no color. It was observed that the light guide lens had a crack. Lastly, it was observed that the insulation resistance value at the distal end did not meet the standard value due to a burn on the plastic distal end cover. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: the right and left knob, switch box and on the grip. The customer did not provide the cleaning sterilization and disinfection (cds) processes performed at the user facility; however, this information has been requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii gastrointestinal videoscope bowden cable broke. The reported issue occurred during an unknown procedure. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign material was found on the jet tube, air, and water tube. Additionally, foreign material was found on the detached glue of the bending section cover. These additional findings are considered reportable events. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign materials in the air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: e1, g2(unmark user facility), g3 (correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 04/18/2024) additional information added to field b5, e2, e3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material was determined to be adhesion of the material at the air/water cylinder, auxiliary water channel, air/water channel, and the bending section cover or distal sheath (the black covering of the bending section) glue. However, a definitive root cause for the presence of foreign material remaining in the device could not be determined. No physical damage was found at the locations where foreign material remained. The instruction manual states the detection method associated with the event in 'gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection'' and preventative measures in 'gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope¿. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.